Manufacturer narrative:
Upon investigation, an issue was found while preparing to operate on a cranial brain injury patient when the team noticed that patient could not be scanned because of the error message, that the detector data conversion board is faulty. To resolve the problem, they replaced the component board and cable. System was tested to operate functionally, passed calibration and qa scans.

Event description:
The customer reported, according to the error message, that the detector data conversion board is faulty and cannot be scanned.